Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the field advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry conditions, confirming the reported field experience. Further testing revealed the no output and no telemetry conditions were due to lifted hybrid bond wires.